Manufacturer narrative:
The technician found the CPR mechanism was binding, preventing the head section from rising. He readjusted the CPR linkage to repair the bed.

Event description:
Information received indicates the head of the bed will not go up.